Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading was 59mg/dl. Troubleshooting was performed. The customer stated that she took a nap and her family member found her on the floor next to the bed. The programming was accurate. The customer stated that the amount of insulin in the reservoir and on the status screen is accurate. The customer also reported that the device alarmed motor error. Ran a displacement test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.